Event description:
It was reported that a patient, who had a left tsa, underwent a revision procedure approximately 4 years post the initial implant procedure. The surgeon revised the anatomic shoulder to a reverse. The original plan was to keep the stem, but it was also loose. There were no device breakages or surgical delays during the procedure. The patient was last known to be in stable condition following the event. No x-rays were provided. The explanted devices are not available for return. They were required to go to risk management. Device images were provided. No further information.